Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that the customer, who was using a freestyle libre 2 sensor is "deceased." The report indicated that the hcp did not consent to follow up therefore adc is unable to attempt any follow up activities related to this event. Adc reached out to FDA on 23-oct-23 to obtain additional information if any but did not receive any further information. As of this time, no further details regarding this notification have been provided and there has been no information provided to indicate or allege a deficiency related to the physical characteristics, identity, quality, purity, potency, durability, reliability, safety, effectiveness, or performance of a distributed product which would have contributed to the customer¿s death.